Manufacturer narrative:
Unit received with cracked and bleeding lcd glass, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, cracked case, stained address/serial number label, stained end cap sticker and detached end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, a plastic piece had fallen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.